Event description:
Device issue: failure to cross to treat perforation. Time of device issue: during the procedure. Adverse event: use of second device as treatment. It was reported that a graftmaster was used to treat a perforation; however, it would not cross. The cause of the perforation was felt to be that the artery was weak and badly diseased, and was heavily calcified. A non-abbot balloon catheter was used for pre-dilatation and a non-abbott bare metal stent was used to treat the perforation. There were no reported adverse pt sequelae. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was not returned to abbott vascular for analysis. Failure to cross can be as a result of several factors, which include the interaction with pt anatomy and/or the interaction with an implanted stent and/or accessories used in conjunction with the ptca catheter during the procedure. Case severity and pt anatomy also influence the occlusion-crossing characteristics of a ptca device. A root cause of the reported event could not be determined.